Event description:
Additional information received on (B)(6) 2019 indicated "there's no information on the patient. Medical intervention was not needed." The user facility "deflate and inflate the cuff 1 [one] time in each shift (so 3 [three] times a day). This is their protocol and probably a left over from tubes they used before there was microcuff."

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The investigation is in progress. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was returned for evaluation. No obvious damage or defect was observed on the cuff, inflation line, pilot balloon, or tube. Inflation of the cuff was attempted and successful inflation was achieved. Sample review did not confirm leak of cuff. Root cause could not be determined. All information reasonably known as of 16 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 3011270181-2019-00017 for the second report. Refer to 3011270181-2019-00018 for the third report. It was reported that the user facility is "having problems with microcuff pediatric, with cuff deflating." Additional information received on 25-apr-2019 indicated "they notice leakage (or increasing leakage compared to start) on the ventilation monitor, which means the cuff pressure drops. 1 [one] occasions they closed of the connector on the cuff tube and after that there was no leakage anymore."